Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the correct procedure date and what is the correct event date as you have the procedure date as (B)(6) 2017 and the event date as (B)(6) 2017? Was there only one procedure? Or was there a re-operation? If there was a re-operation, what was the reason for re-operation?

Event description:
It was reported that during a cholecystectomy, when they clipped the cystic duct the two clips went out of place. Luckily, there were no adverse effects on the patient. There clips were released. They used another chalanger. There was no need to re-operate. There was no serious damage. There were no patient consequences.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el314 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.